Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a new system was being implanted after the previously implanted pacemaker was being explanted due to normal battery depletion. Upon checking the previously implanted competitor device prior to starting the procedure out of range right atrial (ra) lead pace impedance measurements were noted. When the ra lead was measured with a pacing system analyzer (psa) normal pace impedance values were seen in the unipolar and bipolar configuration. It was suspected that the root cause of the high pace impedance measurements was due to a connection issue with the ra lead and competitor device. The ra lead continued to be used, while the device was exchanged and the procedure completed. Three days post implant upon patient discharge, high out of range pace impedance measurements were once again noted in the unipolar and bipolar configurations. During measurements while changing the body position of the patient, lead impedance values appeared within range, but were not stable. Also, when the lead impedance value was measured by setting the atrial output voltage to 7.5v, the pace impedance measurements were stable. An incomplete ra lead fracture was suspected, but not confirmed on x-ray thus a revision took place. Upon measuring the ra lead with the psa out of range pace impedance measurements were seen thus the lead was surgically abandoned and remained in the body, while a new device was connected to a new lead. The procedure was completed successfully. No additional adverse patient effects were reported.